Manufacturer narrative:
Eval summary: device a was received in good condition with no visible damage. The hand-activation contacts were in good condition and the hand-activation buttons functioned properly. The device was tested on a generator and no error codes were recieved. Upon further testing, it was concluded that there was a switch failure due to intermittent contact between the handpiece and the instrument. Device b was returned with the blade scratched and cracked making it non-functional. The device was tested with a generator and an error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason, the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." A batch record review was performed and no anomalies were found.

Event description:
It was reported that during an unk procedure, no function. Took new instruments. No pt consequence. No further info is availble.